Event description:
An error message was reported with the adc device by the customer. The customer received an "replace sensor" error message and was unable to obtain readings. As a result, customer experienced hypoglycemia with symptoms described as diaphoresis/sweating and dizziness. The customer was unable to self-treat, requiring treatment with soda (sugary drink) provided by their relative. There were no reports of treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor 3mh00dy9wgd has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and simvivo test performed. All results were within specification. Additional visual inspection has been completed, and no issues were observed. No malfunction or product deficiency was identified. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.